Event description:
We purchased a 191-lc-b-hb bath chair (durable medical equipment) for our daughter from tiger medical. The MFR is mjm international corp. This bath chair only comes with 2 locking wheels for the back. This is a safety hazard. All 4 wheels should lock. I called mjm international corp about this. They said the chair only comes with 2 locking wheels, but if I want to upgrade to 4 locking wheels, I should go back to (B)(4) to order them. This is wrong, it is a safety hazard that mjm only provided 2 locking wheels. The chair moves around the tips when I am putting my daughter in the bath chair. Mjm refuses to listen to me about how unsafe this is.